Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Manufacturer narrative:
A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer and confirmed a broken grip cable. At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion.

Event description:
It was reported that during a da vinci-assisted rectocele repair surgical procedure, the monopolar curved scissors (mcs) steel cable broke 30 minutes after the start of surgery. The surgeon discovered that the handle had broken because the scissors were no longer closing, it was on its tenth use (10/10). The procedure was completed with no reported injury.